Event description:
In 2009, the patient reportedly experienced elevated blood glucose since two days earlier, and she feels very tired. Her normal blood glucose level is 150 mg/dl. She has changed her infusion set 3 times in an attempt to lower her readings. Her blood glucose measured 354 mg/dl that day, before bed and she bolused 1.3 units of insulin. On the day prior to original date, her blood glucose measured 472 mg/dl at 3:06 am and she bolused 7 units and at 8:00 am her blood glucose measured 284 mg/dl and she bolused 8.4 units. She spoke with her diabetes trainer and was advised to program a temporary basal rate increase of 120% for 8 hours. Her blood glucose ranged from 305-506 mg/dl from 11:45 am-11:00 pm and she bolused with the infusion device throughout the day. She then programmed a temporary basal rate increase of 200%. On original date, her blood glucose continued to be elevated and she bolused through the infusion device and also injected insulin via syringe. She contacted her diabetes trainer and was advised to change her insulin. She was advised to switch to her backup infusion device for troubleshooting. On the day, the patient stated that her blood glucose had improved while using the backup infusion device and had lowered to 160 mg/dl. She feels that the primary infusion device is not delivering insulin correctly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.